Manufacturer narrative:
510k: this report is for an unknown matrixrib plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. X-ray review: narrative (emergency release pin migration/backing out and screw migration) could be verified from provided x-ray. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the quick release unknown matrixrib screw/ pin has withdrawn as confirmed on an x-ray image taken on an unknown date. Initially, the patient had an aortic valve replacement (avr)/ coronary artery bypass graft (CABG) fixation on (B)(6) 2019. There was no special remarks during the initial procedure, one (1) screw dislocation and intramuscular relocation. There will be no revision required yet, but, can be executed if it would loosen completely. Concomitant device reported: unknown matrixrib screw/pin (part#unknown, lot#unknown, quantity unknown). This report is for one (1) unknown matrixrib plate. This is report 2 of 2 for complaint (B)(4).